Event description:
At about 7 years and 4 months after primary, the patient came in reporting pain and the cause is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-apr-2025 lot 174703: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 18-sep-2022. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: liner: mpact 01.32.3248hct flat pe hc liner ø32/f (k103721) lot 168468: (B)(4) items manufactured and released on 07-mar-2017. Expiration date: 14-feb-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem-h prox. Coat. 01.18.182 amistem-h proximal coating lat. Size 2 (k161635) lot 167939: (B)(4) items manufactured and released on 16-feb-2017. Expiration date: 08-feb-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.